Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master control electronics board (mceb) was analyzed and found that a review of lighthouse logs revealed error 32139, confirming that the fault had occurred in the field. Specifically, a high-side switch error 32139 was identified on axis 3 of the armrest. Upon visual inspection, no issues were found that would be related to the reported event. During bench testing, high-side switch (hss) error 32139 associated with the armrest motor/brake was successfully reproduced using dv commander. Further examination with dv commander identified a power error on the p48v line supplying the armrest motor/brakes. A digital multimeter (dmm) check revealed no shorts in the armrest hss circuit, and both q101 and q103 mosfets were verified to be functioning correctly. However, the voltage at pin 9 of u14 (p48v_mot_armrst) was measured at 0 v, consistent with field-reported complaints. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report console labeled not functioning. Customer reported this occurred yesterday and he understands an led is blinking (specific led not provided). Customer stated they have replaced the console for the case today and requesting an field service engineer (fse) follow up. Errors from yesterday display 32139, 32145, and 32101 on ergo1. The procedure was aborted to another dv system.